Manufacturer narrative:
(B)(4). Date sent: 3/29/2021. Additional information was requested, and the following was obtained: what were the indications for surgery? No further information is available. Can a further description be given of location of tumor? No further information is available. Please confirm the post-op issue was related to bleed or leak. No further information is available. How was the post-op bleed identified? No further information is available. What was the approximate blood loss? No further information is available. Was a blood transfusion required? No. What is meant by ¿dilation of vessel¿? No further information is available. What vessel was it? No further information is available. Please clarify that problem was on 4th firing and what stapler was fired on. In the re-operation, the entry hole was cut and the intraluminal was checked. The tissue around the entry hole was dissected and the suturing by hand was performed to anastomose. It is unknown what staple was fired. Was the source of bleed identified? If so, was it in location where echelon was used? The surgeon thought the 1st leakage was from the anastomosed site. The source of the 2nd leakage in the re-operation was the intraluminal bleeding caused the leak. Was a leak test performed? No further information is available. If so, what type and what was the result? Does the surgeon routinely wait 15 seconds prior to firing? No further information is available. What is the current patient status? The patient is in a vegetative state as of (B)(6) 2021. No further information will be provided.

Manufacturer narrative:
(B)(4). We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Additional information received: the device was used for anastomosis of the colon and jejunum. The leak area was unknown. There was no functional problem of the device in the initial procedure. There was no problem on the staple formation. The patient has not come back to consciousness yet. The procedure was performed for a benign disease. One day after the procedure, the intraluminal bleeding caused the temporary cardiopulmonary arrest. The bleeding area was not clear, but doctor thought the bleeding occurred from the anastomosis site. There was no functional problem during the initial procedure. Confirming from the entry hole which the stapler inserted, the bleeding didn't occurred during the initial procedure. In the re-operation, the entry hole of forth firing was cut by electric scalpel. Doctor thought there was any problem on the fourth firing. The patient has not come back to consciousness yet on (B)(6). The patient is like a vegetative state. The patient changed the nearby hospital. Doctor commented that there was a tumor and there may be a dilatation of the vessel. The intraluminal bleeding caused the leak, because the bleeding cannot discharge form anus. In the re-operation, the entry hole was cut and the intraluminal was checked. The tissue around the entry hole was dissected and the suturing by hand was performed to anastomose. Doctor thought there may be problem for the staple line of entry hole, because this staple line was not able to be checked in the re-operation. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. What were the indications for surgery? Can a further description be given of location of tumor? Please confirm the post-op issue was related to bleed or leak. How was the post-op bleed identified? What was the approximate blood loss? Was a blood transfusion required? What is meant by ¿dilation of vessel¿? What vessel was it? Please clarify that problem was on 4th firing and what stapler was fired on. Was the source of bleed identified? If so, was it in location where echelon was used? Was a leak test performed? If so, what type and what was the result? Does the surgeon routinely wait 15 seconds prior to firing? What is the current patient status? If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure, the device loading a gold cartridge was fired at the firing of feea on (B)(6). Then leakage occurred, and the reoperation was performed on (B)(6). The patient went into cardiopulmonary arrest temporarily, but somehow the reoperation was completed. There is a possibility after-effect may be remained. Another device was used to complete the case.